Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that minibore bi-fuse ext, 2 IV cnntr, 2ckv was damaged. The following information was provided by the initial reporter: the connection of the 2-way connector connected to the PICC line broke when unscrewing it for its weekly change. Impossible to remove under sterile care (sterile care). Use of non-sterile clamps.

Manufacturer narrative:
H6: investigation summary a mz9279 sample was not available for investigation of complaint (B)(4); however the customer indicates that the male luer was damaged when attempting to disconnect it from the PICC line. Further information regarding the feedback was not available to assist the investigation. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19105787 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz9279 product in the past 12 months.

Event description:
It was reported that minibore bi-fuse ext, 2 IV cnntr, 2ckv was damaged. The following information was provided by the initial reporter: the connection of the 2-way connector connected to the PICC line broke when unscrewing it for its weekly change. Impossible to remove under sterile care (sterile care). Use of non-sterile clamps.